Event description:
It was reported that the procedure was treating a non-tortuous, moderately calcified, de novo lesion in the proximal left anterior descending coronary artery. During use of the 3.5x33mm xience xpedition stent delivery system, the inflation of the balloon was noted to be slow. The balloon was fully inflated and the stent expanded well. During deflation of the balloon, deflation was noted to be slow; however, it was fully deflated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for inflation issue or deflation issue from this lot. Based on the reviewed information, no product deficiency was identified.